Manufacturer narrative:
Investigation summary: DHR review: the sub-assembly #8016603 lot: 7299957 manufactured from 31-oct-17 to 01-dec-17 in icam02 machine used in claimed lot 7318502 of insyte 24ga x 0.75in, was analyzed regarding the test of "loose filter plug" and were not evidenced records that could lead to the claimed defect. The packaged lot: 7318502, was manufactured in r530-2 machine in 14-nov-17 to 16-nov-17 was reviewed regarding the tests of ¿absence of component¿ and were not evidenced records that could lead to claimed defect. The photos containing the defect were analyzed and the defect of vent plug missing can be confirmed. Conclusion(s): confirmed: bd was able to confirm the complaint for the defect claimed. Although there were no evidences of records of component missing in the device history record review and no records of non-conformity or quality notification of catheter missing for the claimed batch, the complaint was confirmed by analysis of the photo containing the claimed product. Based on the investigation results to date the root cause was not determined for the defect described in this complaint.

Event description:
It was reported that the bd insyte¿ IV catheter was observed to have the protector missing during use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte IV catheter was observed to have the protector missing during use.